Event description:
It was reported that a data error alert occurred on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that although some history logs may have been erased, the insulin therapy was unaffected, and the customer would continue to use the pump as usual.